Event description:
It was reported that during a prostate procedure, at 26526 joules; 5:20 minutes of use, the fiber stopped working. The fiber was exchanged. At 83572 joules; 15:40 minutes of use, the second fiber stopped;¿fiber expired¿ message was observed. However it was reported that the second fiber was used to complete the procedure. Patient outcome ¿ok¿ reported. This report is for the second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits very mild devitrification at the output window; the metal cap exhibits very mild detritus adhesion. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.